Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, quality control, and specifications of the device was conducted during the investigation, and no issues were found related to the reported issue. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there was one other complaint reported for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Brand name: dolphin bt ciaglia balloon-assisted percutaneous tracheostomy introducer set with versa tube (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the international customer that, during the pressurization of the balloon contained in the dolphin bt ciaglia balloon-assisted percutaneous tracheostomy introducer set with versa tube, the balloon burst. The customer further elaborated that there was no injury to the patient, no parts of the device remained inside the cavity of the patient, and there were no patient adverse effects due to the occurrence. No further information was provided by the reporter, and the product is reportedly not available for return.